Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 260 mg/dl while wearing the pod between 24 and 36 hours on the arm. The needle mechanism did not fully retract as intended during activation. For treatment, the patient was given two manual injections.

Manufacturer narrative:
The device was received fully deployed with the needle fully retracted. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were found that would result in a needle mechanism failure. Although no issues were found, it could not be determined when the needle retracted, and the cause of the reported needle mechanism failure could not be determined.